Event description:
It was reported that a cartridge alarm 1 occurred during bolus deliveries. A new cartridge was successfully loaded to address the event. The customer's blood glucose (bg) level was 536 mg/dl. Reportedly, the customer addressed their bg by changed cartridge and delivered bolus via the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.